Event description:
Boston scientific received information that the transvenous defibrillation lead did exhibit less than 20 ohms shock impedance in association with this implantable cardioverter defibrillator. Lead pace impedance and r-waves measurements were all within normal limits. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information becomes available, this report will be further evaluated and updated.